Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(6). The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body and two severed segments of driveline, measuring approximately 10¿ and 28¿, were also returned. The 10¿ segment of driveline appeared to have been partially cut, approximately 12.25¿ from the pump body, during the explant procedure. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of all the wires approximately 12.25¿ from the pump body, which corresponds to the partial explant procedure cut. Further visual inspection of the wires revealed breaches in the insulation of the orange, green and black wires in-between approximately 12.3 ¿ 13¿ from the pump body. Due to the location of the breaches and the nature in which the driveline was returned, the portions of the driveline that were in-between approximately 12.2 ¿ 14¿ from the pump body were cut away and saved in their current state. Continuity testing was performed on the remaining sections of driveline, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The portions of driveline that underwent continuity testing were then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed additional insulation breaches in the yellow wire, approximately 8.75¿ from the pump body, and the black wire, approximately 9.5¿ from the pump body. The conductors of the orange, yellow, green, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. The resulting shorts to ground and phase to phase shorts would have caused the reported pump stop events and associated low speed/flow alarms, as seen in the submitted log file. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flows and low speed advisories; this resulted in pump stops on (B)(6) 2019, despite being on ungrounded cable. The log file analysis confirmed pump stoppages and speed drops greater than 200 rpms on (B)(6) 2019. These events occurred while patient was connected to the power module (using an ungrounded patient cable) and could possibly had been caused by a phase to phase short. Previous records showed patient received a driveline (dl) repair on (B)(6) 2019, and the entire driveline was replaced. Based on the information provided, we will not be able to perform a second dl repair. The patient received at heartmate (hm) ii pump exchange on (B)(6) 2019 and was recovering in the hospital. No further information was provided.